Manufacturer narrative:
The returned device was evaluated. Inspection found the reported customer issue was confirmed. Upon inspection, device was found with no image due to faulty ccd (charge coupled device) unit. In addition, the video connector was observed to be cracked. Based on evaluation findings the reported failure was identified to be due to faulty ccd unit attributed to component failure. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device has no image when plugged in. The rectangular paddle that goes inside the camera seems cracked. The issue occurred during reprocessing. There was no patient impact or injury reported. No user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, it was presumed that image was not displayed because the ccd unit malfunctioned. Review of the shipping record of the subject device found no problem in the device. It was presumed that the malfunction of the ccd unit was caused by material degradation, which was caused by ultraviolet rays of the ccd sensor. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates . The following sections were updated: g3, g6, h2, h6 and h10. Further communication with the customer conveyed the following information: the camera is going to be trade-in with a new one, same model. Issue found on reprocessing -the camera was sterilized together with the light cord for any kind of urology cases. No patient reported involved, harmed or injured. User was not injured.